Event description:
It was reported that a patient was originally implanted with synthes variable angle (va) locking compression plate (lcp) and screws on (B)(6) 2014 for a left distal third femur fracture. Subsequently, it was clinically determined that the patient experienced a non-union. Five locking screws in the distal segment of the va-lcp did not hold their angle. All hardware was removed (B)(6) 2015. The patient was revised with a combination of synthes and competitor¿s devices. Surgery was successfully completed with no additional delays or medical interventions required. Patient status was reported as fine. This is report 5 of 6 for com-(B)(4).

Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.